Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Engineering was able to confirm the customer's experience. Upon further inspection, engineering found a component assembled incorrectly, resulting in misaligned jaws. The root cause of the blade sticking was the misaligned jaws. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Demostration with surgeon- "I was demostrating the device with a surgeon when he noticed that the jaws didn't open fully and that the blade button was sticking." Patient status - unknown.